Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Subsequently, the pump time was incorrect. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose ranged from 90-327 mg/dl.